Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycemia. The reporter states his blood glucose levels began to rise 3 days earlier especially after meals. The patient reports that he changed his site, cartridge and vial of insulin that night. He continued to stay in the 300 and 400's so he changed his comfort infusion set again the following day, but it still didn't help. He reports the following day he changed his set, cartridge and vial of insulin again. He reports the next day when he still was in the 400's he went to ER at 3:00 pm. He tested at 490 when he was there and he was given an injection and put on fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.